Event description:
The customer reported that they experienced error code ¿reflow cycle takes longer than expected¿ during an apheresis procedure. Per the customer the procedure could not be continued and was aborted. A drug reaction was reported for this event. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they experienced error code ¿reflow cycle takes longer than expected¿ during an apheresis procedure. Per the customer the procedure could not be continued and was aborted. A drug reaction was reported for this event. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Based on the customer¿s response, there was no medical intervention, coupled with an updated translation, there were no allegation of drug reactions. No further reporting will be provided as this does not represent a reportable event.